Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to replace the graphical user interface (gui) touch screen printed circuit board (pcb). Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had graphical user interface (gui) screen blocked error. The ventilator was not in use on a patient at the time the event occurred.